Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, several ventilator service required codes were found in the ventilator's downloaded error log. The device's pressure sensor, proximal flow sensor, control flow sensor, airstream temperature sensor and barometric presser sensor required replacement to address the issue. However, no repairs were completed because the device was scrapped.